Event description:
At the retail pharmacy, patient was refilling their prescription for true track test strips and the pharmacy dispensed true test strips. No adverse event reported.

Manufacturer narrative:
No information obtained on product, patient or reporter. Unable to recover product. (B)(4).